Manufacturer narrative:
Although the product is not to be returned, the event is under investigation and a follow up report will be provided once the investigation has been completed.

Event description:
The patient was implanted with a duo balloon on (B)(6) 2017. On (B)(6) 2018, the patient presented with persistent stomach pain and an upper gi series performed. Which showed that the proximal balloon was slightly deflated and the device had migrated down within the stomach resulting in the distal balloon being located in the antrum, but not obstructing the pylorus. The unit was scheduled for removal on (B)(6) 2018.

Event description:
The patient was implanted with a duo balloon on (B)(6) 2017. On (B)(6) 2018, the patient presented with persistent stomach pain and an upper gi series performed. Which showed that the proximal balloon was slightly deflated and the device had migrated down within the stomach resulting in the distal balloon being located in the antrum, but not obstructing the pylorus. The unit was scheduled for removal on (B)(6) 2018.